Event description:
Frayed guidewire lumen. This pt with an unknown history underwent percutaneous coronary intervention and the report indicates that the cypher balloon catheter split while attempting to be advanced from the saphenous vein graft to the circumflex. The report states that the physician exerted ample force to advance the stent delivery system into the target lesion and as a result, the balloon shaft developed a longitudinal tear. This factor could have contributed to the event and the product cannot be solely implicated in the event.